Manufacturer narrative:
The lead is currently being analyzed in our (B)(4) laboratory. This product issue will be udated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and impedance measurements greater than 2500 ohms. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was subsequently returned to our post market quality assurance laboratory for a thorough evaluation. Visual inspection noted the cathode coils are fractured at 293 mm from the terminal pin. No further testing could be performed due to the condition of the lead.